Event description:
Patient had knee pain six months post-op. X-ray performed and the surgeon indicated the screw needed to be removed. Performed revision surgery and during debridement the surgeon said the screw looked like toothpaste.

Manufacturer narrative:
Product recall initiated. No product returned for evaluation.